Event description:
The hearing performance with the device is affected. It was recommended to take an x-ray / CT scan.

Manufacturer narrative:
The device has not been explanted. If it should be explanted, it should be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Manufacturer narrative:
Additional information: based on the received information from the field, a damage to the active electrode likely caused by device minute mobility is suspected. However, to determine an exact root cause device investigation at the explanted device is necessary. The concerned device was explanted but has not been received for investigation yet.

Event description:
On (B)(6) 2022 the user was seen in the clinic for follow-up mapping. He presented with no audiological benefit from the device, which had been a recent occurrence. The device was explanted on (B)(6) 2022.

Event description:
The hearing performance with the device is affected. It was recommended to take an x-ray / CT scan.

Manufacturer narrative:
Additional information based on the received information from the field, a damage to the active electrode likely caused by device minute mobility is suspected. However, to determine an exact root cause device investigation at the explanted device is necessary. Currently there are no plans for re-implantation.